Event description:
It was intended to implant an endeavor resolute drug-eluting stent to a calcified lesion in the rca with 80% stenosis. The lesion was pre-dilated and the device was inspected before use with no issues noted. During attempted positioning , resistance was encountered when the device was crossing the lesion. The device was then removed and it was noted to be deformed. The physician used other device to complete the surgery. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. There was no damage evident on the stent.

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology). ( device or procedural images not provided for review). (Device not returned for evaluation). (B)(4).